Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are close over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated furing the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a lapraroscopic cholecystectomy the ER 320 would not close clips and jammed. A second device was opened to complete the procedure. There was no consequence to the pt. 1/21/97 1555 left message and 800 #for md to call back. 1/022/97 1830 surgeon responded and stated the clip applier jammed. He could not remember anything else about the event.